Event description:
User facility reported that the tubing separated during use with patient. According to reporter, there was blood loss (estimated several hundred ml) as a result. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available, and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.